Manufacturer narrative:
The information provided from the reporter indicates the patient suffered a complication where the fixation screws pulled out from the vertebral bodies in 2 of the 3 vertebral bodies used to secure the plate. The imaging provided shows the plate pulling away from the vertebral column. The reporter indicated there was no indication of a traumatic event to contribute to this event. The patient's bone quality was described as "marginal". There was no indication of patient signs or symptoms related to the event. The surgeon performed a revision surgery by replacing the plate and screws. The replacement plate length was decreased from 32mm to 30mm. Larger diameter screws and longer lengths were used to improve bone purchase. The revision is believed to have precluded serious injury. This led to a determination that an MDR submission is required though no other submissions are needed. DHR review did not find any manufacturing issues which may have contributed. Complaint history found this to be the 1st complaint of the screws pulling away from bone. The risk assessment determined the risks associated with this complaint are identified. The rate of complaints was found to be acceptable as this is the first complaint. No capas were identified in relation to this complaint. No device was returned for evaluation. The surgical technique and IFU for fortos-c indicate that inadequate bone quality is a contraindication for the device. There are further warnings and precautions against selecting patients with poor bone quality. Early or late loosening of components and revision surgery are possible complications and adverse effects per the IFU. The information and investigation suggest that use of the device despite the contraindications, warnings, and precautions by the user may have caused this complaint. The "marginal" bone quality may have been an overestimate of the actual bone quality based on the reported complications. This submission is for 1 of 7 devices involved in the event.

Event description:
A patient received an acdf at c4/5 and c5/6 using a fortos-c 2-level plate and unknown interbody device on (B)(6) 2021. Approximately 2 months post-op, patient imaging found the superior portion of the plate was pulling away from the spine. The screws in c4 and c5 were pulling out of the vertebral bodies. The plate was angled away from the spine. A lateral image was provided of the complication. The patient was not experiencing any complications or symptoms from the event. There was no indication of a traumatic event which may have contributed to the event. The patient was described as having marginal bone quality, but no other comorbidities were indicated. The patient was revised on (B)(6) 2021. A shorter 30mm 2-level plate and 6 variable self-tapping 4.3mm x 16mm screws were used to secure the plate. These screws are larger diameter and longer than the originals. The plate is 2mm shorter than the original 32mm length plate. No complications were reported after the revision surgery.